Manufacturer narrative:
The report was submitted without a production lot number, therfore, the mfg site is unk.

Event description:
During a gastrectomy procedure, the anastomosis was incomplete. The surgeon manually sutured to complete the procedure, no pt injury was reported.